Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had an elevated blood glucose (bg) on arrival home from school, due to multiple loss of primes during day. The issue remained despite multiple cartridge changes. Bg was 500 mg/dl with unspecified ketones. Patient self-treated with a site change and insulin via pump. This complaint is being reported because the loss of prime issue was not resolved during troubleshooting, and the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no alarm occurred during the investigation, unable to duplicate ¿loss of prime¿ complaint. The pump reflected 24u after a 24h on 1u/hr duration test, the product delivers within specification. Black box shows several ¿cs162¿ loss of prime due low none-zero force warnings, last basal delivery was on (B)(4) 2014 @ 8:30 pm. Tdd add up and equal the programmed basal rate target. Unrelated to the complaint,the battery compartment is cracked at the case seal up the grip.